Event description:
An end user alleged the magnets in a dreamwear full face mask affected his medtronic automatic implantable cardioverter defibrillator (aicd) when the mask strap popped off, resulting in the mask coming in close contact with and resetting the aicd. There was no report of serious or permanent injury, and no medical intervention was required. The end user discontinued use of the dreamwear mask , was given a different mask to use by his provider, and has had no further incidents. The mask was not returned to the manufacturer. Labeling included with the mask warns the user "the headgear clips and mask cushion contain magnets. Contact your healthcare provider before you use this mask. Some medical devices may be affected by magnetic fields. The magnetic clips in this mask should be kept at least 2 inches away from any active medical device with special attention to implanted devices such as pacemakers, defibrillators, and cochlear implants. The manufacturer will continue to monitor complaints for trends. No further action is necessary at this time.

Manufacturer narrative:
The manufacturer previously reported this event as an adverse event and product problem. A second review indicates this is a product problem only. There was no serious or permanent injury, and no medical intervention was required.